Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding chemolock injector bulk non-sterile, where it was reported that there was hair contamination. There is a piece of hair, and a part of the hair is clamped in the welding area. The issue was detected during inspection. The quantity affected is 1.

Manufacturer narrative:
Investigation summary: one (1) photo was shared by customer, showing a strand of hair trapped in the chemolock body, no additional damage or anomalies were noted. Complaint of particulate matter can be confirmed based on the photo shared by customer. The probable cause is typical due to a gowning error at ensenada. The lot history review lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.